Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed corrosion within the device, which was likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited rust/corrosion within the biopsy channel. The issue was identified during reprocessing and there were no reports of patient involvement.